Event description:
It was reported that "a white and blue piece of plastic" broke off from the bd omnitrope® pen 10 and "caused the medication to be dispensed much faster than normal".

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken radial tab. The root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. Effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (jan 2016). Based on analysis and studies that have been summarized in ¿sandoz omnitrope® pen 5 & omnitrope® pen 10 pen crack root cause investigation¿ (dated 15-june-2016) one potential root cause has been identified. 1.breakage from material fatigue on the pen body radial tab feature is most likely due to prolonged exposure to stress as a result of molding imperfections. This potential cause has not been verified yet but effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (15-june-2016).

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "a white and blue piece of plastic" broke off from the bd omnitrope® pen 10 and "caused the medication to be dispensed much faster than normal".